Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported that the tampon string pulled out during removal. Consumer was able to manually remove the tampon. Consumer is doing fine.